Manufacturer narrative:
The customer¿s complaint of a pump module device not alarming for air-in-line when expected was not confirmed or replicated during the investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The returned pump module device was thoroughly tested and properly detected single air boluses and accumulated air-in-line alarms as required. Review of the pump module logs confirmed that the customer¿s air-in-line threshold was set to 250ul with the air-in-line accumulator turned on. At this setting the worst case air bubble size (299 l) that could pass through the air-in-line sensor without triggering an alarm could be as large as 1.67 inches in length. The air boluses reported by the customer were too small to trigger a single air bolus air-in-line alarm at the customer¿s 250ul air-in-line threshold setting. There are smaller single air bolus settings (50ul, 75ul) available to the customer.

Event description:
The customer reported air in the line occurred without a pump alarm during a leucovorin infusion. The infusion was started at 1215, and long lines of air were observed at the patient's PICC at 1500. After the event, the patient was alert, vital signs stable, and neuro status unchanged. No patient harm was reported.